Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing. Exposure to electromagnetic interference was suspected. The noise was not reproducible and no further action was performed. The patient would be monitored.